Event description:
It was reported that at the end of a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal end cover fell off the scope into the patient and was retrieved. The user reported that the distal end cover appears to be torn. The procedure was completed with the same device. There were no reports of patient harm. The following patient identifier is linked: (B)(6).